Manufacturer narrative:
An event of explant due to endocarditis nearly 9 years after implant was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a trifecta valve was selected for implant. The patient became hospitalized from (B)(6) 2019 until (B)(6) 2019. The trifecta valve was explanted on (B)(6) 2019 due to acute fibrinous valve endocarditis and was replaced with an edwards-perimount device. The valve was analyzed by the center. Due to the morphologically conspicuous intraoperative findings on the prosthesis, antibiotic therapy with ampicillin, flucloxacillin and gentamycin was started in the operating theater. Based on the pre-procedural history, examinations and laboratory results, there was no indication of endocarditis until the date of surgery. The patient was reported to be stable.